Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringe plunger was broken/damaged. The following information was provided by the initial reprorter: "syringes should have a stop ring to prevent the piston from being pulled out unintentionally. However, this is not the case, or at least it does not work. In the ward, the nurse drew a strong painkiller into such a syringe, but the plunger came off and the medicine splashed on the nurse. The nurse had to take a new dose. Medicine and the patient had to wait unnecessarily longer for the pain relief due to preparation for the administration of the medicine."

Manufacturer narrative:
Investigation results: three samples were received by our quality team and evaluated. Two samples were received with the unsealed package and one in the sealed package. There are no defects observed on the samples received. According to verbatim, the complaint appears to be for the absence of a stop ring on the plunger rod. This product does not have a stop ring by design; therefore, there is no quality issue to verify.

Event description:
No additional information.